Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011; inratio: 2.9; lab: 3.2. Date: (B)(6) 2011; inratio: 4.5; retest inratio: 5.2; lab: 3.5. Pt's target therapeutic range is 2.5-3.5. Pt unsure of time between tests on (B)(6) 2011. All results from (B)(6) 2011 were done within 90.

Manufacturer narrative:
Investigation pending.